Manufacturer narrative:
(B)(4).

Event description:
It was reported that after pt's deep brain stimulation (dbs) surgery, he lost his vision, maybe suffered strokes, and got advanced dementia. Pt's family reported he died two yrs after surgery. At the time of this report, no further info was reported. Add'l info was requested and will be provided when available. Refer to MFR report # 3004209178-2010-07904. See MFR report # 6000153-2007-02639 for related events.